Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, this device and right ventricular (rv) lead revealed noise and oversensing. In addition, extended pacing pauses were observed intermittently and pacing was not delivered to a pacemaker dependant patient. The noise was only present on the rv lead and shock channel, the atrial channel was clear. The noise was able to be reproduced with isometric testing. To avoid inappropriate therapy, the device was reprogrammed and the patient will be monitored closely. No adverse patient effects were reported. The device and rv lead remains in service.